Event description:
It was reported that this right atrial (ra) lead dislodged approximately two months after implant. A new ra lead was not implanted as the patient required an epicardial lead due to anatomy and access. No additional adverse patient effects were reported. The product is not expected to return.